Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed that the patient¿s implantable cardiac monitor (icm) had false pause episodes due to under-sensing. No intervention performed was reported. The patient was in stable condition.